Event description:
In 1997, patient with significant history of sickle cell anemia had a venous access device implanted. At approximately 6 years postoperatively, during sickle cell crisis, the patient complained of pain in the right arm and experienced edema in the right arm and forearm. An ultrasound was performed at the site that demonstrated a clot in the right internal jugular vein and no flow in the subclavian artery. According to the report, the venous access device was subsequently removed.